Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity drug eluting stent during a procedure to treat a lesion in a distal rca. Lesion was pre-dilated twice at 10 atms, max 30 secs with a euphora balloon. The resolute integrity stent was inspected prior to use with no issues noted. Resistance was encountered during advancement to the lesion. It is reported that the stent deformed. The physician used 4 another resolute integrity stents to complete the procedure. There is no patient injury.

Manufacturer narrative:
The device was returned for analysis. The stent had moved distally on the balloon, and was not positioned on the balloon between the marker bands as per specifications. The most proximal stent wraps were deformed with raised struts. Crimp impressions were visible on the exposed balloon proximal surface. There was slight deformation to the distal tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.